Manufacturer narrative:
Retainer ring: black. P-cap / reservoir locks properly into place. Blank display due to moisture damage on j6 and j7 connector in pcb 1. After swapping pcb 1 with a test board, unit powered up properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case, broken battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack and got water inside. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.